Event description:
Infusion set leaked. Pt experienced high blood glucose (600 mg/dl) as a result of the leakage. Pt self treated high blood glucose by delivering insulin via injection. No error messages were generated by the device.